Event description:
During an atrial fibrillation procedure, it was reported that in the carto 3 system a map shift occurred without showing any warning message prior to this event. The procedure was completed with no patient consequence and with the same equipment. On (B)(6) received additional information requested from bwi representative stating that no fluoro was used and approximately 10 millimeters was the map shift. At that moment, no cardioversion was performed or patient movement. The patient was under local anesthesia. The issue was resolved by starting and creating a new map.

Manufacturer narrative:
Investigation is still in progress. (B)(4).